Manufacturer narrative:
The electrode lot numbers and expiration dates were: sodium: r33, 04/01/2017. Potassium: a42, 06/01/2017. Chloride: g37, 05/01/2017. The investigation determined for many samples, the repeat results recovered in the opposite direction from the initial results. Typical causes of this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode. The clotting time used by the customer was about 8-10 minutes which is too short. Clotting time should normally be 30 minutes or more. A too low clotting time can lead to clots or fibrin in the sample. Based on the customer's throughput, the electrodes should be changed every 20-22 days. In this case, the electrodes had been in use for more than 40 days. A specific root cause could not be identified. The issue with the electrodes in combination with the clots in the sipper line could have caused the type of results received by the customer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results and repeated approximately 60 patient samples on another instrument line. Of the data provided for 57 patient samples, only the results for 12 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The initial results were released, but there were no reports of wrong treatment for the patients. Qc performed on the day of the event was within specification. The electrode lot numbers and expiration dates were requested but were not provided. There were no alarms, but the customer found gel in the blocked sipper probe coming from the dilution vessel. The sipper probe was cleaned and the issue was resolved. The investigation confirmed the sipper nozzle does not have fluid/pressure detection so no alarms would have been given in this situation.